Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified artery during advancement causing the reported difficult to advance and failure to advance. Continued resistance with the anatomy was experienced during removal causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a heavily calcified and moderately left anterior descending artery. A xience skypoint drug eluting stent (des) was inserted, but due to the anatomy, the device was unable to cross the lesion. It was noted that resistance was felt during advancement and removal of the device. A non-abbott device was then used to perform the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.